Event description:
The patient experienced a seroma starting in 2002, approximately 14 days after the device was explanted. The seroma was drained two times over ten days. The seroma resolved on its own one year later.